Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, the patient reported that the menu and check buttons on his infusion device were not responding. When programming a bolus, the check button failed to function and then the patient found that the menu button was also not functioning. The patient replaced the battery in the device and then e8 (power interrupt) was displayed on the device. At this time the patient stated that none of the buttons on the device were functioning. The patient stated that he would switch to insulin injections until a replacement device could be sent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.